Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 250 mg/dl. Pump system check was performed with tandem technical support. Cause of the occlusion could not be determined. Reportedly, customer changed pump supplies and insulin delivery was resumed.